Event description:
Treatment of a left unruptured ophthalmic amorphous aneurysm measuring 15mm x 7mm. During the pipeline deployment, it was reported that the delivery wire fractured approximately 10mm proximal to the proximal bumper and the fractured segment was retrieved from the patient with a snare. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation and the pushwire was broken; however, the distal broken segment was missing. Cross sectional analysis of the fracture surface of the proximal broken segment indicated that the failure of the pushwire was caused by torsional overload. Results: pushwire separation. (B)(4).